Event description:
In 2004 at 1210, a registered nurse reported that the vancomycin dose that she had programmed to run over one hour had infused over 30 minutes. In the lvp was a #2125 prime saver primate set spiked into an empty 250 ml bag of d5w labeled as 1000mg vancomycin. No signs of leaks from the bag and tubing were evident. Without opening the door of the lvp nurse sealed the door of the lvp at this time. Nurse powered on the system which showed the rate as 300 ml/hour and the volume infused as 297 ml. Pt complained of itching, redness & hives. Pa notified and benadryl & tylenol given. According to pharmacy's records, this pt had been initiated on "vancomycin 1000 mg. Every 12 hours IV" at 2400 and continued to receive this medication until it was discontinued in 6 days at 1547. The pt did not develop any symptoms such as redness, itching, or hives with any other doses. The alaris devices were tested by co bio-medical instrumentation department at 300 ml/hr using the same IV set and IV bag. The delivered rate was within normal tolerance and there were no signs of leakage. The event log was downloaded by the bio-medical instrumentation department. This incident demonstrates that an overinfusion occurred based on the pt's clinical response. Accurate programming has been verified, and subsequent testing of the pump device and IV set showed proper functioning. Nurse trusts that alaris will make every effort to determine how this overinfusion occurred. Evaluation of the unit and log show a programming error, user programmed 900 cc/hr infusion for min then changed rate to 300cc/hr/kn.